Event description:
A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient´s last continuous glucose monitor (cgm) reading before he fell asleep at around 11:58 pm was 254 mg/dl and he self-treated with 3.4 units of insulin from omnipod pump. On (B)(6) 2023, the patient´s wife called 911 from another state at around 5:40 am because when the signal came back, she was woken up on her follow app with the urgent low alert of 46 mg/dl. The paramedics arrived at the patient´s house around 5:45 am and found the patient unconscious on the side of his bed. The patient regained consciousness around 6:00 am. The paramedics treated the patient with IV medication. They took a blood glucose reading which was already 187 mg/dl. At the time of the report the patient was fine. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.